Event description:
The monitor went blank during a renal cryoablation treatment after a 5 min freeze cycle. The monitor wires and power cord were plugged in securely. The system was turned off for 2-3 min and turned back on, but the monitor still not working. The site used a backup machine to finish the procedure. The pt under anesthesia longer than expected, but was unharmed. The pt will undergo normal follow up.